Event description:
Healthcare professional reported left side "scattered calcifications," "presence of achoic, linear image inside the left breast implant. Differential diagnoses including capsular contracture baker grade unknown among others," "possible rupture," "round, skin-oriented nodule, measuring approximately 1.2x1.0cm" not related to device, "small ball" not related to device, "cysts in the left breast measuring up to 0.4 cm" not related to device. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "scattered calcifications," "presence of achoic, linear image inside the left breast implant. Differential diagnoses including capsular contracture baker grade unknown among others," "possible rupture," "round, skin-oriented nodule, measuring approximately 1.2x1.0cm" not related to device, "small ball " not related to device, "cysts in the left breast measuring up to 0.4 cm" not related to device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. No observed calcification. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "scattered calcifications," "presence of achoic, linear image inside the left breast implant. Differential diagnoses including capsular contracture baker grade unknown among others," "possible rupture," "round, skin-oriented nodule, measuring approximately 1.2x1.0cm" not related to device, "small ball " not related to device, "cysts in the left breast measuring up to 0.4 cm" not related to device. Device has been explanted.